Event description:
Sales representative reported that the tip of this drill guide bent and when the drill was inserted, there were shavings in the joint. Due to the way the guide bent, the bioraptor anchor itself had difficulty being inserted and wound up being left proud during insertion the sutures also became cut on the bend guide tip. Sales rep. Stated that the tip of the guide was only visually bent when put into the joint and magnified by the scope. The bend was barely noticable to the naked eye. It was confirmed that once the shavings were noted in the joint, it was immediately flushed. The sutures were cut by the bent guide was straightened by the technician. The surgeon experienced a delay of approximately 15-minutes and no patient injury resulted.